Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4) , ubd: unk, UDI#: unk and product ID: 9734477, serial/lot #: (B)(4). The system logs were provided for software analysis. The software investigation found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that "no input detected" was seen on both monitors. A reboot was able to resolve the issue. When the system was checked later, the manufacturer representative went into cranial, clicked standard profile, and it went to a blue screen where the manufacturer logo was seen (cranial application but no graphic user interface seen). The black logo screen was not seen as it normally is when the system is turned on. A hard shutdown and restart was done which seemed to resolve the issue. The suspected cause of the issue is that the computer is failing intermittently. There was no patient involvement. Based on software analysis completed (B)(6) 2021, this event was reassessed.